Event description:
It was reported that the subject admitted with nausea vomiting and diarrhea. The patient was experiencing acute renal failure, sepsis and right heart failure. Thus progressed to needing two inotropes, the cause of death was severe right ventricular failure. No additional information was reported.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and mlp-003525 cannot be conclusively determined. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years 4 months 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported through patient outcome that the patient was expired (B)(6) 2018. The cause of death was not reported. Additional information was requested, but was not provided.